Event description:
It was reported that the patient's skin around the pump was red. The pump was removed. The hcp was ruling out infection or an allergy reaction. The hcp planned to check the patient to see if he had any allergies to the metal. The patient recovered without sequela. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.